Event description:
It was reported by the customer that this event involved a male patient with a complicated clinical history who needed various drugs. After day one in site the medial lumen separated upon "light" tension. It was reported that the patient was bleeding from the "resulting hole". It was also reported, due to the patient's condition, that he could not have manipulated the catheter himself. As a result, the catheter was exchanged. There were no reported patient complications. Further information has been requested.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.